Event description:
A customer reported to baxter (B)(4) of an all-in-one empty container in which particulate matter could be visible inside the unit before use. This sample was not used on patients. There was no patient involvement or injury reported associated with this issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported 6 bags with particulate matter in them. The customer sent in five (5) actual samples for an evaluation. Visual inspection was performed and the reported problem was confirmed as a particle was observed inside each bag. The assignable cause was determined to be the equipment used in the manufacturing of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Since the customer did not send the sixth sample the reported condition cannot be confirmed nor is the cause of the condition identified.

Manufacturer narrative:
(B)(4)a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.